Event description:
It was reported, the subject device showed dark image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted for a correction to the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical problems such as open circuits, short circuits, or signal loss, and mechanical problems such as leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following factors led to the malfunction: electrical problems such as open circuits, short circuits, or signal loss, and mechanical problems such as leakage, which were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for the updates obtained via customer follow up response. The device was returned to olympus for inspection and the reported failure was not reproduced. Based on the results of the investigation, and since the device malfunction was not reproduced, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during pre-use inspection of a therapeutic procedure. The procedure was completed using a similar device with no surgical delay. There were no issues with the concomitant device.